Event description:
Pt undergoing angioplasty; unable to adequately inflate balloon catheter and deploy stent; upon withdrawal of balloon catheter stent not present. Pt required surgical intervention for coronary artery disease.